Event description:
On (B)(6) /2015, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately low compared to a laboratory device. The reporter claimed obtaining blood glucose readings of "101 mg/dl" with the subject meter and "189 mg/dl" on the laboratory device. The tests were performed within an unknown time of each other and it was unknown if any intervention occured between the measurements that would be expected to change the blood glucose. This complaint is being reported because the results may not have met lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.